Event description:
A device reset occurred in 2008 for the subject device, however, it was not reported at that time. Preliminary analysis showed that the reset occurred before device implantation and that normal device behavior has been restored.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.